Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat varices using ruby coils following a transjugular intrahepatic portosystemic shunt (tips) procedure. During the procedure, the physician placed the initial ruby coils in the target vessel using a non-penumbra microcatheter. The physician then attempted to advance a new ruby coil into the microcatheter; however, the ruby coil was stuck and would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.